Event description:
The system came up stating unit is offline. Also the shut off during a case. No injury was reported. The customer rebooted and finished the case, and multiple follow up cases with no further incident.

Manufacturer narrative:
The ge service rep spoke with the xray tech, and found out the system generator error occurred while positioning the carm for a case. He verified ffb voltage at 5.2 vdc, and verified all cable connections in the carm. He tested the system while positioning carm.